Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and elecsys ft4 ii assay (ft4) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.023 ng/dl accompanied by a data flag for ft4 and 1.14 pg/ml accompanied by a data flag for ft3. The initial results were reported outside of the laboratory to the physician. The physician requested a repeat of the sample. The sample was re-centrifuged and repeated, resulting as 1.25 ng/dl for ft4 and 3.31 pg/ml for ft3. No adverse events were alleged to have occurred with the patient. The ft3 reagent lot number was 179026. The ft4 reagent lot number was 185414. The reagent expiration dates were asked for, but not provided. The field service engineer ran performance testing on the analyzer and this was okay. Calibration and quality controls were within specifications. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. The most likely root causes relate to insufficient pipetting of the sample, which is caused by sample quality (fibrin/clots), foam/bubbles on sample and/or reagent surfaces, or a tilted position of the sample tube within the rack. The low results were most likely caused by fibrin/clots in the sample based on the fact that the sample was re-centrifuged in between measurements. Another possible root cause is insufficient maintenance.